Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there were two tubes with issues of blood pooling into the stopper well. The following information was provided by the initial reporter: "sm 367863_3136186 leaking blood. The blood leaked over the tops of the tubes and also pooled inside the safety holder.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-01130 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there were two tubes with issues of blood pooling into the stopper well. The following information was provided by the initial reporter: (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.